Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving alerts for low, out of range, hv lead impedance, and possible output circuit damage. Patient had a recent episode; the device delivered atp which failed to break the rhythm. The device then charged but aborted a high voltage therapy. There were no visible insulation issues noted on the rv lead. Both device and lead were replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. Bench testing indicated damaged hv circuit transistors due to hv delivery into a low impedance load.